Event description:
Info received indicates the left foot brake caster continues to swivel after the brake is set.

Manufacturer narrative:
The tech found the caster stem was broken off of the caster. The tech replaced the caster and adjusted the brake to repair the stretcher.